Event description:
The lay user/pt's penlet cap was hard to remove or replace. On a unspecified date, the lay reporter mentioned that due to the penlet cap being hard to remove/replace, the pt contacted emergency services. The reporter did not verify whether she received medical treatment. A customer care advocate (cca) verified with the reporter that the pt was using the lenlet according to the instructions. Cca sent the pt a replacement penlet. No further clinical information was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the incident, the date of the incident, how long the pt was unable to test, symptoms, readings on emt's meter and whether the pt received amy medical intervention. This complaaint is being reported since the pt was unable to test and contacted emergency services for assistance. At this time it is unk whether the pt was treated for either hypoglycemia or hyperglycemia.